Event description:
The customer reported that unit was unable to fully acquire 12-lead ECG.

Manufacturer narrative:
The unit was evaluated by the philips fse. The symptom could not be duplicated. The device passed all testing, and was placed back in service, therefore, we cannot determine the cause.